Manufacturer narrative:
All available information was investigated, and the reported unintended movement, difficulty curving, and knob resistance were not confirmed via returned device analysis. The reported positioning failure could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported unintended movement, positioning failure, difficulty curving, and knob resistance were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a posterior prolapse. A steerable guide catheter (sgc) was inserted and while in the left atrium (la), the direction of the sgc was shifted. The sgc was close to the posterior wall, and the shift resulted in the sgc being unable to be positioned. It was noted the sgc had difficulty curving and knob resistance as the bending was slow. Therefore, the sgc was removed and replaced. The procedure was continued with a new sgc, and one clip was successfully implanted, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.